Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded. It can be presumed however that the e117 defect was caused due to mother board failure while the "boot image stays on the startup screen" event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the system cannot be started, and an e117 error was reported due to a faulty motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit¿s boot image stays on the startup screen. The issue was found during reprocessing. There was no procedure involved. There was no patient involvement in this event.